Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was installed onto a patient side cart fixture test platform (pftp) and triggered error 23907 on initialization. After replacing the axes controller spar (acs)2, usm was able to initialize but failed imu test. Outers axis calibration was ran but failed yaw encoder and yaw ke-rto calibration. The yaw sl printed circuit assembly (pca) was replaced and the unit was able to pass yaw encoder calibration and imu sensor test. Upon visual inspection, no issues were found that would be related to the reported event. Based on these findings, fa identifies the acs2 and yaw sl pca to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported 23907 fault on universal surgical manipulator (usm)2. The site had already attempted a standard system reboot with no change. The tse then instructed the site to perform a hard reboot of the system, which also did not resolve the issue. As the surgeon needed all four arms for the procedure, the site planned to swap the patient side cart. The procedure was converted to another dv system with no reported injury.